Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the device trace download due to broken trace at u1 pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio issue. Blood glucose was unknown. The insulin pump will be returned for analysis.